Event description:
It was reported that the customer was experiencing high blood glucose in the 300 mg/dl to 499 mg/dl range for a couple of days. At the time of reporting this, the customer's blood glucose was 331 mg/dl and she treated with a pen. Troubleshooting was performed. A small bubble was found in the tubing. Insulin exited the tubing during a manual prime and no leaks were found. In the alarm history, low reservoir and weak battery alerts were found. Bolus history was accurate. The high pressure test was performed and passed. When the customer removed the infusion set from her body, the needle was not bent. The customer was advised to speak with her healthcare provider about the settings as she was not sure if her basal rate or bolus wizard settings were correct. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)